Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button was hard to press and the insulin pump clip railings was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No button keypad anomaly noted. Device received with broken belt clip rails slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).